Event description:
The facility reported a colleague infusion pump with failure code 570.320.844.000 on channel b. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central sterile department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:844:000 on channel b was confirmed during product evaluation. Quality engineering found failure code 570:320:844:0000 during review of the service record. The root cause of the failure code was depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct the condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.